Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) levels of 348 mg/dl for 2¿3 hours and wanted to confirm that the ilet was functioning properly. The only alert present was a high glucose alert. The user had not changed their steel infusion set since friday, and the agent advised that sets should typically be replaced every two days. Bg was trending down from 348 mg/dl to 322 mg/dl during the call, indicating the ilet was delivering corrections. The highest blood glucose (bg) recorded was 348 mg/dl. Bg was corrected as the ilet continued to bring levels into range. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.